Manufacturer narrative:
The field services engineer (fse) resolved the reported issue by reseating the lamp door. The system was then working properly and no additional action was required. No product is expected to be returned for analysis as a result. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and an error 48238 was found to be related to the complaint. This complaint is being reported as a reportable malfunction event due to the following conclusion: the illuminator was not working prior to the start, post anesthesia, of the procedure and it was unknown if ports were placed. The surgeon converted the procedure to laparoscopy and then continued the procedure robotically after the fse resolved the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to the start, post anesthesia, of a da vinci-assisted surgical procedure, the illuminator light was not working. The customer did not check the illuminator before taking the patient. The illuminator status was red and had no response while pressing the lamp switch on the illuminator. The customer power cycled the illuminator and the issue remained the same. An error 48238 was reported after a hard power cycle and the led status was red. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-mar-2022: the issue was identified prior to starting, post anesthesia, of the procedure and it is unknown if ports were placed or not. The system functionality was not checked upon powering on the system and the illuminator did not power on initially. The field service engineer (fse) resolved the issue by reseating the lamp door. The procedure was partially converted to laparoscopy then continued and completed robotically after the issue was resolved.